Event description:
In 2008, the patient was implanted with gore excluder aaa endoprosthesis, for treatment of an aortic abdominal aneurysm. The patient tolerated the procedure. In 2009, the patient underwent a partial explant due to an infection in the patient's spine, parallel to the l3 and l4 vertebrae. The devices most distal were left implanted. The patient tolerated the procedure and is doing fine.

Manufacturer narrative:
A review of the manufacturing and sterilization records for this device have been requested.